Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported that : "the customer needs the replacements as soon as possible, as they have two assistants and were forced to use the screwdriver from the removal kit. Thank you. The screwdrivers are available in the operating room."